Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer's blood glucose level was 100-200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.